Event description:
It was reported that the health care professional (hcp) could not successfully interrogate the pacemaker. The patient informed the device was changed out however, could not provide any more information. Additional information was requested from the sales representative however, no new information was obtained. It was suspected that this pacemaker was explanted after less than one year due to an unspecified reason. No additional adverse patient effects were reported.